Manufacturer narrative:
Further review of an image provided by the customer appears to show a universal seal with a black colored fragment next to it. Additionally, the duckbill of the universal seal exhibits a tear.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a small piece of plastic or rubber was found inside the patient. The customer was able to successfully retrieve the piece with no patient injury reported. After undocking, the customer discovered that a piece from a universal seal had broken off inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal for failure analysis evaluation. A review of images provided by the customer was conducted. The images appear to show a cannula seal with a black colored fragment next to it. However, none of the pictures show any tearing within the seal duckbill. The images are either too blurry or zoomed out to identify damage to the cannula seal.